Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04231. It was reported the pt was experiencing positional stimulation. The impedances were reading normal, however, the physician replaced the pt's lead and both extensions.

Manufacturer narrative:
Results: the complaint was confirmed. As rec'd, the lead had a kink with all the wires broken approx 11.5cm distal to the paddle. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.